Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. The customer stated that the pump on the screen, half of the information is cutting off and pixel on the pump is dying. Customer stated that pump was neither dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.